Manufacturer narrative:
(B)(4). Batch # m5416x. The analysis results showed that one sr75 reload was received with the doghouse damage, the cartridge was fully loaded with staples and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. Please reference the IFU for proper cartridge loading. No functional test could be performed due to the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a radical resection of esophageal carcinoma procedure, the device could not fire on the first firing with the reload cartridge. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.